Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. The recent CT revealed a combination of type ii and type I endoleak. The physician decided to coil the right internal iliac artery and the type ii endoleak was excluded. The physician implanted an endurant iliac limb16x28x93 to treat the distal type I endoleak on the right side, however the distal type I endoleak was not resolved. An endurant iliac limb16x13x156 was implanted distally and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; tortuosity in the vessels and diseased vessels. Conclusion: anatomy related; tortuosity in the vessels and diseased vessels.